Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot #73b1600040 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Five clips were closed and then reopened and fell into the patient. The complainant said that it did seem that the clips had closed. All the clips were retrieved. The patient's condition was reported as fine.